Event description:
Per the clinic, the patient had been a non-user of the device since 1996. Reasons for non-use were not reported.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the start date of the initial report is (B)(6) 2012; rather than (B)(6) 2012, as originally reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)